Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2020. The patient reported a calibration error which occurred the day after the sensor had been inserted. She stated that her device was requesting calibrations; she would calibrate and then get another request to calibrate again. She was unclear of all the details, and it is not known when she noticed the calibration error. She was using fingersticks to get the calibrations values; no blood glucose (bg) values were provided. She stated that she was sweating and not responding for about an hour and her boyfriend called the paramedics. It is unknown how much time passed from when the patient last checked a fingerstick until the paramedics were called, or whether her bg levels were dropping. When paramedics arrived, her bg was 33 mg/dl. The emergency medical technicians (emts) removed her medtronic insulin pump and had her eat peanut butter and drink a coke. No medical intervention was provided by the paramedics and the patient was not taken to the hospital. At the time of the report later the same day she was feeling normal. No additional patient or event information is available. Per medical review, this would constitute an adverse event due to the patient being unresponsive. Additionally, this is being reported to document the adverse event that occurred during a calibration error displayed on the screen. The patient was using fingersticks to monitor their blood glucose as indicated in dexcom¿s labeling. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.